Manufacturer narrative:
The reported product has been returned and investigation is pending. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes device did not power on. The product was returned and investigated for not being able to power on, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer initially reported their abbott diabetes device did not power on. The product was returned and investigated for not being able to power on, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Customer reported that reader did not power on. Reader did not power on with button depression, strip or usb cable insertion. Reader was connected to pc and software. However, reader was not recognized. Built-in reader test was unable to be performed due to reader was not powering on. A visual inspection was performed on the returned usb/charging cable and no issues were observed. No open or shorts were observed, and the usb/charging cable testing passed. Visual inspection has been performed on the power adapter and no issues were observed. A load tester was used to evaluate the returned power adapter, and the voltage was measured. The power adapter voltage was within specification range. Power adapter testing passed. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and burn marks was observed. An extended investigation has been performed. A visual inspection was performed using a digital microscope and burn marks were observed on the u9, ble (bluetooth low energy) chip, of the returned reader. No anomalies were observed on the returned usb cable or returned power adapter. Glucose data readings was not give any indication of smoke, explosion, or fire occurring. The returned reader was brought to the bench to perform functional testing. The returned battery was measured to be not within specification. The returned battery was observed to be charged normally. No abnormalities were observed on the returned battery. Off-current consumption testing was performed to check the current draw of the returned reader and it was measured to be not within specification for returned reader with an stm processor and indicating the reader was drawing excessive electrical current from the battery. A thermal inspection was performed using a thermal camera and hotspots were observed on the reader's cpu and u5 component during the inspection, which indicates that the two components on the returned reader were contributing the excessive electrical current drain. The observed excessive current drain and hotspots are known symptoms of a reader that has been supplied with excess current through its charging function by the use of a non-abbott supplied power adapter. A cable tester was used to test the returned usb cable. No opens were observed. Load tester was used to perform a test on the returned power adapter and voltage was observed to be within the specified range. A reader self-test was unable to be performed due to the inability to power on the returned reader. This issue is not confirmed due to user error (incorrect adapter used) as damage to the returned reader's cpu and u5 components was found through bench testing. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader were reviewed and kit pack DHR was reviewed for verification of correct cable and adapter. The dhrs showed the libre reader passed all tests prior to release and the correct cable and adapter was a part of the kit pack. All pertinent information available to abbott diabetes care has been submitted. .